Manufacturer narrative:
The manufacturing date of these chairs predates the addition of the warning labels that are located on each chair to visually alert the end user to avoid putting their fingers under the seat tube. Warning stickers have been sent to the facility, so that they can be added to their chairs. The owner's manual states that fingers should be kept away from pinch points under the seat tube when opening the chair. On-site training to the staff has been provided which will be incorporated into the orientation of new employees.

Event description:
The facility had two volunteers injure themselves when opening the wheelchair. One volunteer's incident resulted in the tip of her finger being amputated. When the wheelchair was opened, it snapped open suddenly and her finger was caught in the device. The finger was surgically repaired.